Event description:
Had surgery for invasive bladder cancer-radical cystectomy with ileau conduit creation. Doctor removed tape-balloon apparently broke. Piece appeared missing when foley fell out. Kendall notified in 01/01.